Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had passed away at home on (B)(6) 2021. The cause of customer passing was massive heart attack. The customer blood glucose was 480 mg/dl and was treated with manual injection to lower there blood glucose on (B)(6) 2021 as the infusion set fell off that resulted in high blood glucose. The customer was not wearing the insulin pump at the time of death as the needle came off and customer refused to insert new infusion set. Customer was not using sensor at the time of passing. It was unknown the caller will returned the insulin pump for analysis. Frn-mmt-332-rsvr, unomed set.

Event description:
The next of kin reported the customer¿s infusion set fell off their body, which resulted in the customer experiencing a high blood glucose of 480 mg/dl on (B)(6) 2021. The customer was treated with a manual injection. The customer never resumed insulin pump therapy after that and the insulin pump was last worn on (B)(6) 2021. It was not known if the customer was using sensors at the time of the event. The next of kin also reported the customer passed way on (B)(6) 2021 due to a heart attack and chronic obstructive pulmonary disease at home. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Please see sections b2, b5 and h1 for updates/corrections. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.